Event description:
It was reported that the patient experienced undesired stimulation in the right belly and ribs. X-ray revealed lead was twisted. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted.